Manufacturer narrative:
Aware date for the previous supplemental report 001 is being corrected from 2018-apr-02 to 2019-apr-10. The correct aware date for the new information in supplemental report 001 is 2019-apr-10. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving prialt (6.0 mcg/ml at 2.4017 mcg/day) and clonidine (300.0 mcg/ml at 24.97 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had greater than 50% improvement in their pain with 80% improvement in mobility. Afterwards, the patient was told that no more work notes would be provided and the patient started complaining of increased mental fogginess, forgetfulness, and chronically fatigued on (B)(6) 2018. The clinical diagnosis was side effects of pump medication. It was indicated the event was possibly related to the device or therapy and possibly related to the drug prialt. On (B)(6) 2018, the patient's prialt was decreased by 98%. On (B)(6) 2018, the patient reported their cognitive issues had improved slightly but pain had significantly increased. On (B)(6) 2018, the prialt was removed from the pump and clonidine was put in. It was noted the issue resolved without sequelae on (B)(6) 2018. Additional information stated the patient had a visit on (B)(6) 2018, and reported pain control was not as good as with prialt. Since the change to clonidine the patient had ongoing heaviness in their legs. The patient's pump was increased 50% in an attempt to better control pain. On (B)(6) 2018, the patient reported periods of dizziness, chest tightness/pain, and systolic bp readings in the 80's. It was noted the patient's pressure decreases throughout the day and the chest pain and dizziness is from the low blood pressure. It was noted the patient did receive benefit from the increase but side effects were not tolerable. The patient's pump was decreased by 17%. On (B)(6) 2018, the patient continued to complain of side effects and the pump was reduced to 25 mcg/day. It was noted they will consider a side port trial with another drug. The patient will return to work on (B)(6) 2018. It was indicated the event was possibly related to the device or therapy and possibly related to the drug clonidine. The issue was noted as ongoing. Additional information received from a healthcare provider via a clinical study reported the pump and proximal segment of the catheter were explanted and not replaced on (B)(6) 2019. It was noted the device was returned to the manufacture. On (B)(6) 2019, the patient was placed at basal rate and it was decided to abandon therapy and explant. The issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.